Event description:
Food pump (s/n (B)(4)) did not deliver formula or alarm. The baby became hypoglycemic as a result of no feedings for 7 hours. Mom said she filled the bag at 3 am and only puts in about 4 hours of formula at a time when she woke in the morning at 10, the bag was still full. She said that she could see formula moving back and forth in the tubing, but it wasn't flowing. They use neocate formula, wipe the food pump with a baby wipe when it's dirty to clean it. The pump is set at a rate of 38 ml/hr for continuous feeds, she said they usually set the dose at 330 as a back up because the pump has continued to pump air before when the bag is empty. The total volume delivered, according to the pump said 280. Food pump was exchanged out of the home. Re-education with mom was done on proper cleaning of the food pump, properly setting the dose so that it alarms appropriately, and mixing formula according to manufacturer recommendations. Mom stated that they had to do interventions throughout the day due to her being hypoglycemic and then becoming hyperglycemic after the intervention. She stated pt was sick all day, but did not require hospitalization or a doctor visit.